Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported as there was a short aortic neck, approximately 5 mm in length and the renal artery has a sharp angle off of the aortic neck. There is highly diseased bilateral renal stenosis. The final angiogram revealed that the renal artery may have been partially or completely occluded by the fabric of the stent graft. There was still perfusion to the renal artery. The physician stated that if he had to cover the renal artery to get a seal that he would cover the renal artery, as the renal artery was already severely diseased with a creatine of five. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; short aortic neck), incorrect technique/procedure (use of the device in a short aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short aortic neck); operational context contributed to event (use of the device in a short aortic neck).